Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: not units in OEM stock. One similar report about this code/batch, in relation at the same cause (broken thread). Batch record review: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Batch release results: the results during the final process inspection fulfill OEM requirements. Received 5 unopened pouches. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Performed a displacement resistance test to one of the samples, it was evidence that the thread broken during the test. Conclusions: the complaint is corresponding (justified), but is considered a isolated case. CAPA's: interns: not applicable, considered as an isolated case.

Event description:
Country of complaint: (B)(6). Thread breaks repeatedly.